Event description:
It was reported that a product malfunction which extended surgery time for three hours. A revision was performed; however, the explanted products were not smith & nephew, inc. Products.

Manufacturer narrative:
The affected devices were returned and evaluated. The complaint noted "implant would not sit all the way down like the trial that had been assembled". The purpose of this investigation was to determine the cause for the implants not seating. The research and development team performed a visual and macroscopic analysis on the retrieved components. Upon visual examination, the components had signs of bone cement attachment. No other signs of significant damage were observed. The trials utilized during this surgery were not returned; therefore it is unclear as to the issue associated with seating the implants. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Manufacturer narrative:
This is a correction for MDR#1020279-2013-00047 00. The affected devices were returned and evaluated. The quality team performed a dimensional inspection on the tibial base which revealed all attributes where within specification. The research and development team performed a visual examination and revealed the tibial base, press fit stem and offset coupler had signs of bone cement attachment. No other signs of significant damage were observed. The trials utilized during this surgery were not returned; therefore it is unclear as to the issue associated with seating the implants. A review of complaint history revealed that this is the first complaint we've received for this failure mode. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.